Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced worsening pain and inadequate stimulation despite of reprogramming done. It was also noted that the patient was having difficulty charging ipg, unable to get full bars and had difficulty communicating with remote control. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned due to hospital policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced worsening pain and inadequate stimulation despite of reprogramming done. It was also noted that the patient was having difficulty charging ipg, unable to get full bars and had difficulty communicating with remote control. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned due to hospital policy.